Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The mobile view station (mvs) line fuses were blown. The issue was resolved after the fuses had been replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the mobile view station (mvs) on the imaging system was not booting up. The site had back up fuses and replaced them which resolved the issue. There was no patient present when this issue was identified.